Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to be jumping. Reportedly, the battery dropped from 100% to 5% suddenly. The customer's blood glucose was 194-195 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.